Manufacturer narrative:
H4: the lot was manufactured from october 28, 2019 - october 29, 2019. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed and showed evidence of dark particulate matter which appeared to be embedded in the tubing line (non-fluid path). The reported condition of particulate matter was verified. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) units of large volume infusors had particulate matter on the tubing. This occurred prior to patient use. There was no patient involvement. No additional information is available.